Event description:
Patient had a ruptured aneurysm which was being treated with coil embolization. Despite detaching the coil per IFU as well as additional maneuvers to ensure that the coil was not entrained within the microcatheter, the proximal loop coil dragged into the parent artery. This resulted in parent artery occlusion which caused a severe stroke.